Event description:
Olympus was informed that the user facility personnel was not reprocessing the auxiliary water tube (maj-855) in accordance with the instructions for use for an unspecified period of time. The maj-855 was reportedly being placed into the user facility's automatic endoscope reprocessor without being connected to any ports for flushing.

Manufacturer narrative:
No device was returned to olympus for eval. An olympus endoscopy service specialist (ess) visited the hosp and provided the user facility personnel training on the appropriate reprocessing of the maj-855. There was no reports of pt infection or cross-contamination associated with the report. The device instruction manuals provide instructions on how to appropriately reprocess the device. This report appears to be a case of user error. This report is being submitted as a medical device report in an abundance of caution.